Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6 (update codes), h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection of the photographs observed stained packaging. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the cause of the issue was due to improper segregation of the material during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an extension set was stained. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.